Event description:
It was reported that during the troubleshooting for an unrelated alarm during the prime on the homechoice (hc) device, the home patient (hp) had reused single use supplies. The hp had taken off the bag from the supply line and replaced it, after which, they had used the setup for therapy. The hp did not replace the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Actual occurrence date and the therapy date is unknown. As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies and warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.